Event description:
The patient's attorney alleged a deficiency against the device, additional information has been requested, but yet received. Associated mdrs: 1018233-2012-01991 and 1018233-2012-01993.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pelvic pain, unspecified ¿symptom¿ associated with female genital organs, vaginal mesh erosion, pelvic exam with trimming of visualized vaginal mesh with subsequent application of silver nitrate in the vagina, anterior colporrhaphy vaginal cuff repair, mesh excision vaginal cuff and anterior repair, cystoscopy, vaginoscopy, mesh exposure after sacrocolpopexy, mesh implant removal, infections, vaginal drainage, pain with urination (dysuria), recurrence, blood loss, sutures in bladder (perforation of organ), foreign body in patient, mesh extrusion, defect, nonsurgical and additional surgical interventions.

Manufacturer narrative:
The device remains implanted. The lot number is unknown, therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction and voiding difficulties associated with overcorrection/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).